Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 23 mm. The aneurysm was reported to be calcified. Vessel morphology is unknown. After deployment of the bifurcated stent graft, it was reported that there was a type I endoleak, requiring placement of a 28mm diameter x 3.75 length aortic extender cuff. It was reported that the cuff did not fully expand; therefore, balloon angioplasty was performed. Final angiogram demostrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical resquelae were reported, and the pt is reported to be fine.